Event description:
Boston scientific received information that the field representative was just made aware that this right ventricular (rv) lead had dislodged the day after initial implant and was revised at that time. However, the lead had dislodged again and was now replaced with a non-boston scientific lead. This patient was not dependent; and therefore, there were no adverse patient effects. The physician reported that this patient does have a larger anatomy and the physician feels that this was a contributing factor.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory, the lead underwent detailed analysis. The complete lead was returned and visual observation noted tissue entwined in the helix and blood/body fluid was noted in the helix housing. Set screw marks were noted on is-1, and the distal and proximal hv terminal pins. However, no discernible set screw marks were noted on the ring. The lead was tested for electrical integrity and passed these tests. However, the helix mechanism test had failed most likely due to blood/body fluid. In conclusion, the field allegation could not be confirmed by analysis.